Event description:
It was reported that there was a crack on the water reservoir around screw. Customer feels this was due to screw being tightened too much. No patient injury was reported.

Manufacturer narrative:
Device identification and PMA/510k are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tank cover was cracked. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of reported issue was found to be one of the screws in the tank cover was tightened and cracked the plastic, which was caused by the customer. The technician replaced the tank cover.